Event description:
Pump would stop medication delivery causing severe withdrawal. Pump would later resume causing mild overdose. Several emergency hospital visits over a period of a year. Resulted in urgent removal of pump.